Event description:
It was reported that when a device was checked prior to an MRI, an error was found stating the battery was low and that the lead was "out". Clinic notes were reviewed and saw a report that the device impedance was showing a "displacement or error" and that the battery was very low. It was stated that the physician did not believe the vns was working at a therapeutic level. Upon follow up with the company representative, it was stated that the physician had previously stated that the battery was low and was not delivering therapy, but there had been no mention of the lead. Programming history was reviewed for the patient's device. The last diagnostics prior to the report of a lead problem had indicated that the device was functioning within normal limits as intended. No further relevant information has been received to date.

Event description:
It was reported that explant surgery was scheduled. No surgery was performed to date. No additional relevant information was received to date.

Event description:
Explant surgery occurred. It was clarified that both the lead and generator were explanted, and that all products were discarded and would not be expected for return. No device was received for analysis. No additional, relevant information was received to date.